Event description:
Infant warmer was in idle/standby mode operation in anticipation of use. Nurse heard "popping" sound and turned around to see smoke coming out of warming element in ohio infant warmer. Unit was removed from the nursery and delivered to biomedical engineering by night maintenance crerw member on 10/8/92. Initial finding were: unit would not power on from ac line, power supply had burned and overheated componentsdevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: power supply. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. The device was not destroyed/disposed of.